Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date (B)(6) 2011, inratio 5.8, 5.7; lab 2.99. Caller also had imprecision with the inratio meter. Results as follows: date (B)(6) 2011, inratio 5.8, 5.7. The pt's therapeutic range: 3.0 - 3.5 inr.